Event description:
It was reported that the patient presented for the pacemaker battery change procedure. During the procedure, the set screw of the pacemaker had difficulty engaging with the hex wrench. The hex wrench was able to accept the set screw once a sterile glove was placed over the set screw. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to engage the ventricular setscrew to remove the lead was confirmed. The analysis found there were excessive septum punch-outs caused by incorrect wrench insertions by the user of the torque wrench. When the inset is stripped it becomes difficult or impossible for the user of the wrench to untighten the setscrew. This problem was caused by the user¿s incorrect use of the torque wrench.